Manufacturer narrative:
(B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that shortly after inserting the intra-aortic balloon (iab), a fiber optic sensor failure occurred. Therapy was continued using the central lumen. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 75.7cm from the iab tip. Two additional kinks were found on the catheter tubing approximately 36.1cm and 36.6cm from the iab tip. The optical fiber was found to broken at the kinked location of 75.7cm. The inner lumen was found to be occluded with dried blood. The occlusion was able to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #: (B)(4).

Event description:
It was reported that shortly after inserting the intra-aortic balloon (iab), a fiber optic sensor failure alarm occurred. Therapy was continued using the central lumen. There was no patient harm or adverse event reported.